Manufacturer narrative:
B.5 additional information was received regarding further treatment received by the patient. H.6 added code to reflect treatment the patient received. D.4 revised serial number as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-29264. E.1 revised facility name as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-29264. G.1 added MDR reporting address as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-29264.

Event description:
Additional information received from the clinical site "hb results: (B)(6) 2024: 11.4 mg/dl, (B)(6) 2024: 8.5 mg/dl, (B)(6) 2024: 9 mg/dl, (B)(6) 2024 8.6 mg/dl. 16se 2025: the right groin; new sutures and stitching. Pi relatedness: the adverse event is ¿possible¿ related to the impella device."

Manufacturer narrative:
A4 and a5, ethnicity, are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: the instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported through abiomed's protect IV study that a patient on impella cp support had bleeding from the impella access site. One unit of packed red blood cells was transfused. Bleeding was resolved on the same day. The patient was successfully weaned from the pump and survived.